Manufacturer narrative:
Follow-up #1 08/04/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was unavailable for full investigation due to the pump being investigated previously for an unrelated issue. During the investigation completed on (B)(4) 2014, the pump was found to perform the rewind, load, and prime without alarms and the pump was successfully exercised for 24 hours without issues. No further testing was completed related to this complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that cartridge was not full of insulin. A review of the history showed several low primes of 1.0 and 2.1. The patient indicated blood glucose levels ranging from 206mg/dl to 248mg/dl at the time of the call with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.